Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to investigate the reported event. The fse verified that the reported odor was caused by an electronic component from the driver pcb board, which failed. The customer reported not seeing any signs of sparks, flames, or smoke. The fse replaced the 3-way solenoid valve as well. The fse proceeded to validate the aia-360 instrument by running quality controls and samples without any problems. No further action was required. The aia-360 instrument was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16-apr-2018 through aware date 16-may-2019. There were no other similar events reported during the searched period. The aia-360 operator's manual under safety precautions states the following: immediately shut down system and remove power plug when signs of malfunction (burnt odors, etc.) Appear. Contact the nearest tosoh service counter. Continuing to operate the system while it is malfunctioning may result in electrical shock and even fire. The most probable cause of the reported event was due to a faulty driver pcb board.

Event description:
A customer reported to the distributor smelling a distinctive odor coming from the aia-360 instrument. The customer requested service to address the event. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2), creatine kinase mb isoenzyme (ck-mb), progesterone ii (prog ii), and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.